Manufacturer narrative:
Event date was not provided. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a non tortuous and non calcified lad lesion exhibiting 100 % stenosis. It was reported that during stent replacement, the stent strut caused a dissection to the lad. The physician had to pull back the stent due to this problem. It is reported that there was stent damage post removal of the device from the patient. Patient status reported as fine post procedure. The lesion had been pre-dilated once to 16 atm's.

Manufacturer narrative:
Evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. There was deformation to the 1st and 2nd distal stent wraps with struts raised. There was no damage to the distal tip. There was a kink on the distal shaft 7.1cm proximal to the proximal balloon bond. Com (B)(4) shaft com (B)(4) stent. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.